Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it is assumed that the phenomenon occurred due to external force such as strong rubbing on the part in normal use including reprocess. As stated on the IFU (instruction for use) the user manual states: inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, sagging, deformation, excessive bending, protruding objects or other irregularities. Do not use the product if any abnormalities with the device observed during the inspection before use. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was evaluated. Inspection of the device found a deep cut on the probe unit pink rubber. Two (2) broken elements were observed on the ultrasound monitor and the control knob was found with low tensions. Based on evaluation findings the reported issue was confirmed. Probable cause could be due to users handling or maintenance issue. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during reprocessing, a tear in the ultrasound membrane was observed. No patient involvement on this event. No user injury reported.